Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the third band could not normally deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. **additional information received on (B)(6),2021** it was reported to boston scientific corporation that the correct anatomy location was in the gastric venous. It was also noted that there was no difficulty experienced upon setting up the device. Note: the speedband superview super 7 device was used in the gastric venous; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: (B)(6) block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: b5 (describe event or problem), e1 (facility address)

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2021. During the procedure, the third band could not normally deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.